Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the initializing preference screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck during initialization. The technical support specialist (tss) accessed mcu2, corrected auto login and auto launch settings, and rebooted the station to allow the application to launch successfully. Hardware failure icon was noted, and the customer was advised to recover storage space. The customer confirmed login and partial recovery. However, cubie board failures were reported, and error messages appeared intermittently. The station remained operational after rebooting the system. The system functioned as intended after the technical support specialist troubleshot the device.